Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial oversensing. Analyst commented, non-physiologic oversensing due to noise observed on stored atrial lead electrogram (egm) from (B)(6) 2015. (B)(4).

Event description:
It was reported that right ventricular (rv) lead integrity alert (lia) triggered twice, and oversensing was noted. It was also reported that the right atrial (ra) lead encountered unexplained increase of pacing threshold noted as high and oversensing. Troubleshooting was performed and ra lead had dislodged. Revision procedure was performed, ra lead was re-positioned and rv lead remain in position. No patient complications have been reported as a result of this event.